Event description:
I am a diabetic, my insurance company insists I use a true metrix air meter. It takes three or more readings to get something even remotely correct. Today it showed a reading of 14, which is dangerously low, my second reading taken immediately after was an e-5 error, the third showed a reading of 130. It routinely gives me reading over 100 mg difference either extremely high and readings taken immediately after normal. The meter is new.